Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
The last time I used a therma care product, I got burns from it. I would be afraid it would happen again. [Thermal burn] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported that last time he/she used a thermacare product, got burns from it on an unspecified date. The patient would be afraid it would happen again. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] the last time I used a thermacare product, I got burns from it./full thickness burns on the abdomen during product use due to user error [thermal burn] , the last time I used a thermacare product, I got burns from it./full thickness burns on the abdomen during product use due to user error [device use error] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported that last time he/she used a thermacare product, got burns from it on an unspecified date. The patient would be afraid it would happen again. It was further reported the patient experienced full thickness burns on the abdomen during product use due to user error. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up attempts are completed. No further information is expected. Follow-up (09apr2020): new information received from product quality complaint group includes: event updated to full thickness burns on the abdomen during product use due to user error., comment: based on the information provided, the events thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. The last time I used a thermacare product, I got burns from it./full thickness burns on the abdomen during product use due to user error [device use error], the last time I used a thermacare product, I got burns from it./full thickness burns on the abdomen during product use due to user error [thermal burn]. Narrative: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported that last time he/she used a thermacare product, got burns from it on an unspecified date. The patient would be afraid it would happen again. It was further reported the patient experienced full thickness burns on the abdomen during product use due to user error. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up attempts are completed. No further information is expected. Follow-up (09apr2020): new information received from product quality complaint group includes: event updated to full thickness burns on the abdomen during product use due to user error. Follow-up (22may2020). New information received from product quality complaint group includes: updated investigation results. Comment: based on the information provided, the events thermal burn and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.